Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was able to confirm internal communication error in the iabp error logs. The stm found blood in the pneumatic module assembly and replaced it. The stm then performed a 30psi calibration, performed a full pm and performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during use on a patient an internal communication failure, code# 4 and condensation in helium line occurred on the cardiosave intra-aortic balloon pump (iabp). There was no harm or injury to patient, thus no adverse event was reported.